Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump received in with a protruded/loose drive support disk, damages to the case, lcd window and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin was malfunctioning and the drive support cap was sticking out. The blood glucose reading was 126mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.